Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the keyboard was not operating properly. A field service engineer effectively reconnected the keyboard to rectify the problem. The system functioned as intended after the field service engineer resolved the issue. A technical service specialist confirmed that there was a delay in dispensing medication to the patients.

Event description:
It was reported that when using the pyxis medstation es system had a keyboard malfunction. A customer indicated that the user experienced a delay in dispensing medication as a result of the reported malfunction. There were no adverse events or injuries reported based on this event.